Event description:
This complaint was reported through the duraseal post approval study. On (B)(6) 2014, subject underwent a tumor removal and laminectomy for cord compression, intradural extramedullary spinal tumor. During the procedure an intentional dural tear occurred. The durotomy was closed by using sutures and duraseal exact. The main wound was closed by sutures. On (B)(6) 2014, the patient experienced a csf (cerebrospinal fluid) leak. It was noted during the follow up visit that based on clinical examination of the incision, patient was experiencing a csf leak. Fluid was tested for csf, a positive result was reported. The severity of the event was not noted. Medical intervention was not reported at the time of this report. Relationship to device was classified as unknown/impossible to determine and the event was considered resolved. Further information received indicates that the medical intervention was the insertion of a lumbar drain.

Manufacturer narrative:
The devcie involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.